Manufacturer narrative:
The insulin pump had a blank display and battery heat up due to the c13 liquid crystal display puncturing through the isolation tape and making contact to the positive side of the battery tube. The functional testing could not be completed due to the blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out limit. The customer did not recall the blood glucose reading. The customer noticed that the insulin pump and the battery were very hot. In the insulin pump history were also bad battery, weak battery and low battery alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.